Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as shown in the chest x-ray. As a result, low sensing and high pacing threshold measurements were observed. It was a case of twiddler's syndrome as the lead was twisted in the pocket. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was observed that the rate-sense polytetrafluoroethylene was bunched in several places. The distal end of the distal spring electrode was stretched while the proximal end was separated from the lead body insulation; medical adhesive was noted. The lead body was twisted and curled. There was blood/body fluid in the helix housing and there was tissue entwined in the helix. The lead tip and helix were intact and undamaged. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm the reported issues with the lead body which were consistent with lead damage due to twiddler's syndrome.